Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds during the right ventricular automatic threshold (rvat) test. Technical services (ts) was consulted and noticed fusion markers throughout and suspected it was due to vvi pacing. Ts recommended reprogramming options and suggested turning the trend off. It was noted the patient felt a stimulation down their back. This rv lead remains in service and no additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).